Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl); cause was unknown. Juice was consumed to treat bg level. Tandem technical support performed a system check and reviewed the basal/bolus history and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.